Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6) hospital testing of actual/suspected device (10/213): to fix the issue a getinge field service engineer performed a leak test and the unit passed the test. The getinge fse put a full tank on the unit and had the biomed monitor gauge for a few days. No leak was detected. The unit passed all functional and safety checks and was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.